Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the debris under lens is cause not established and for no light transmission, loose light guide adaptor, fiber breakage, crack on light guide adaptor, dent on distal frame, dent on edge and buttons does not work is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited debris under lens, no light transmission, loose light guide adaptor, fiber breakage, crack on light guide adaptor, dent on distal frame, dent on edge and buttons does not work. There was no patient involvement.